Event description:
It was reported that the lead was replaced due to oversensing; the short interval counter increased from 0-40,800 over a six month period. There was also decreased ring to coil impedance of 2-15 ohms, and decreased pacing impedance. No patient complications have been reported as a result of this event.